Event description:
I had lasik performed on (B)(6) 2012 and have blurry vision, huge halos, and huge starbursts, severe headaches, and what seems to be an induced astigmatism. The procedure was performed on a allegretto wave laser.